Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when disconnecting the liver parenchyma during a laparoscopic endoscopic left hepatectomy, the surgeon was able to press the green button and squeeze the handle but the stapler did not fire. Another product was used to complete the case. There was no patient injury.